Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the pt has been consistently monitored and the most recent follow-up examination in 3/2003 demonstrated no signs of endoleak or aneurysm enlargement. It was reported that on an unknown date the pt presented to the emergency room with a ruptured aneurysm and expired prior to treatment. Medtronic has received films and their eval is pending.